Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed due to an updated conclusion code.

Event description:
It was reported that this pacemaker recorded a high out-of-range pace impedance measurement on an unknown right atrial (ra) lead that resulted in a switch from bipolar to unipolar sensing configuration by the device. The switch to unipolar resulted in some instances of myopotential oversensing. It was also noted that on a separate occasion the device had recorded out of trend values for both the ra sensing amplitude and capture threshold. Both right atrial (ra) and right ventricular (rv) lead issues were suspected as noise could be reproduced with movement. No further information has been provided to date. This system remains in service.

Event description:
It was reported that this pacemaker recorded a high out-of-range pace impedance measurement on an unknown right atrial (ra) lead that resulted in a switch from bipolar to unipolar sensing configuration by the device. The switch to unipolar resulted in some instances of myopotential oversensing. It was also noted that on a separate occasion the device had recorded out of trend values for both the ra sensing amplitude and capture threshold. Additional information was later received indicating some additional testing had been performed during which ra lead noise could be elicited with specific patient movements. Boston scientific technical services (ts) reviewed device data and high out-of-range right ventricular (rv) lead pace impedance measurements were observed following the patient's previous follow-up. It was also found that the device had been reprogrammed to doo at that time and the rv lead remained in bipolar configuration with no evidence of noise. Ts provided suggestions for further evaluation. No adverse patient effects were reported. The device and non-boston scientific leads were later explanted and a new cardiac resynchronization therapy pacemaker (crt-p) was implanted abdominally, with a new epicardial lead system. However, four days post-explant, the patient was admitted into the intensive care unit due to acute respiratory distress. The patient further deteriorated into a coma and passed away the following day. The physician suspected cardiac and infectious shock, a possible endocarditis case. No return of any product was expected nor received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This correction report is being submitted to include the patient death details that were originally only documented in report number 2124215-2020-05111. A recent data review by boston scientific's medical safety team determined that while the patient passed away with device u225, sn (B)(6)implanted, the explant of device u225, sn (B)(6) was likely contributory to the infection-related complications that led to the patient's demise.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded a high out-of-range pace impedance measurement on an unknown right atrial (ra) lead that resulted in a switch from bipolar to unipolar sensing configuration by the device. The switch to unipolar resulted in some instances of myopotential oversensing. It was also noted that on a separate occasion the device had recorded out of trend values for both the ra sensing amplitude and capture threshold. Both right atrial (ra) and right ventricular (rv) lead issues were suspected as noise could be reproduced with movement. No further information has been provided to date. This system remains in service.